Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0284 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reey0284) have been reported from the same facility in (B)(6).

Event description:
It was reported the catheter ruptured during insertion in the cutaneal area of insertion. Patient had fragment of subcutaneal fragment removed by inserter.

Event description:
It was reported the catheter ruptured during insertion in the cutaneal area of insertion. Patient had fragment of subcutaneal fragment removed by inserter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide pro catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Blood residue was observed throughout the needle and catheter. The catheter was advanced and the safety mechanism was engaged over the needle tip. The catheter was received in two segments which shared a complete break 7cm from the molded joint. The break appeared irregular. Microscopic inspection of the break in the catheter revealed a sharply defined fracture surface. The break exhibited a tapered profile. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the break. The break features and longitudinal scoring mark were typical of damage caused by contact between the catheter and the needle tip. Such damage can occur if the catheter is withdrawn on to the needle and if the needle is re-inserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿